Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was not alarming no flow out as expected. They stated that it failed to alarm and that this resulted in the patient missing their feeding. Mmdg followed up with the initial reporter, but no other information was provided. There were no reported adverse effects to the patient. (B)(4).